Event description:
The patient experienced hypercarbic/respiratory acidosis arrest while on the medical/surgery floor on the second night post operating room (or) procedure. The patient was then hemodynamic unstable with sepsis and new onset renal failure that a bedside bronchoscopy could not be performed until 5 days post respiratory arrest.a nasal trumpet was discovered retained within the right bronchus of this patient when an intensive care unit (ICU) bedside bronchoscopy procedure was performed. The nasal trumpet had been used as part of fiber optic intubation technique in the operating room (or) when the patient had gone to the or 5 days earlier.this nasal trumpet had been modified with a slit down the length of the nasal trumpet and then this trumpet was placed within an ovassapian airway for use in fiber optic intubation technique by our anesthesia team. Supposedly the nasal trumpet adds length that the ovassapian airway does not have to promote the scope curving in the airway for intubation. Hospital suggestion to prevent this from happening again--request manufacturer add radiopaque line to length of airway to have it visible on imaging studies.the hospital has never this issue before with this device. We believe the slit modification may have contributed to this retained nasal trumpet. But it was human error that the anesthesiologist did not remember to remove the nasal trumpet once the patient was intubated when the endotracheal tube was advanced over the bronchoscope.